Event description:
A medtronic representative reported that a castor sheared off of the stealthstation s7 system cart. This event occurred outside the operating room and no patient was present.

Manufacturer narrative:
The device manufacture date is unknown at this time. The cart has been received and replaced. The old cart had a wheel sheared off and has been discarded.

Manufacturer narrative:
Device manufacture date has been provided.